Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a scanner issue. The field service engineer replaced scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported by the customer that a pyxis medstation system had a scanner issue.the customer stated that the scanner beeps but doesn't work, it is having a difficult time scanning. Sometimes if we manipulate the cord, we can get it to work but it's hit or miss.there were no adverse events or injuries reported based on this event.